Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient's husband had called because they were trying to get a hold of a manufacturer representative (rep) to determine the correct program their wife should be on. They were seen the day prior for reprogramming as the patient hadn't seen the results they were expected from the therapy since implant. The day prior the patient had been reprogrammed with the rep present at the healthcare provider's office. The rep had told the patient and husband that they would be on program 2 as they made adjustment to that program. Once the patient got home that evening, the stimulation was pinching the patient so they went to turn down the stimulation but noticed it was on program 3. Patient was able to sync using the programmer on the call and it showed stimulation was on. According to the patient's husband they were told to stay on one program for 2-4 weeks to better track symptoms with programming. They were instructed not to change programs until consulting with rep. No further complications were reported or anticipated.